Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported aligners are not seating properly after many days of use. The patient consulted with dentist who advised byte aligners may not provide satisfactory results.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.